Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error and no delivery. The patient's blood glucose level was 560 mg/dl at the time of the call. The customer treated their high blood glucose with a manual injection. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose flush drive support disk also, a47 alarms due to a corrupted history file. Unable to verify e70 alarm in the alarm history due to history file overwritten with a47 alarms. Unable to perform excessive no delivery due to motor error alarm however, the motor was tested outside of the device and passed. The insulin pump passed the displacement; the insulin pump had cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.